Event description:
The following information was reported to kci by the patient: the patient alleged that she developed an infection and was subsequently admitted to the hospital clinic due to incorrect dressing placement. The patient stated that her physician discontinued v.a.c. Therapy, and she was placed on a wet to dry dressing regimen. On (B)(6) 2014, the following information was reported to kci by the nurse: the patient was non-compliant and missed several scheduled wound care appointments. No additional information is available. On (B)(6) 2014, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2014, the device was placed with the patient. On (B)(6) 2014, the device was returned to kci for evaluation. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
The patient was treated with negative pressure wound therapy during the (B)(6) 2014 time period. It is unknown when the event occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged infection or hospitalization is related to v.a.c. Therapy. There have been several attempts made to gather additional information, but there has been no response.